Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported by a clinical specialist that while preparing the cath lab for an ep procedure that a workplace injury was sustained. While attaching the magnet onto the table, the bracket for the magnet stuck and when trying to attach it, the individual used their thumb to pry on the table and their thumb cracked and bent back. An orthopedic surgeon was consulted. An MRI showed a partial tear in the ligament. A brace was recommended and a follow up is planned for the end of (B)(6).

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.